Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set leakage at site. The infusion set was in use for 3-4 hours. The patient's blood glucose levels were elevated to high, therefore patient had changed out infusion set and mdi. The patient replaced infusion set and resumed insulin successfully. No further information available.